Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient reported a left side rupture, capsular contracture baker grade 4, hardening, pain of implants and "which are also on the recall list."

Event description:
Patient reported a left side rupture, capsular contracture, hardening, pain of implants and "which are also on the recall list." Device remains implanted.